Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged, causing high capture thresholds. An x-ray and ultrasound were both performed. The x-ray confirmed the dislodgement, and the ultrasound was negative for perforation. The patient was admitted to the hospital overnight, as it was intended to cardiovert the patient out of atrial fibrillation. Surgical intervention was performed to reposition the lead. Prior to intervention the physician screened the lead and noted that there did not seem to be sufficient slack, which was likely the cause for micro-dislodgement. This lead remains implanted and in service. No additional adverse patient effects were reported.